Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product : 5076-52 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had pulled back and the helix was not deployed. It was also reported that the right atrial lead had pulled back. The lead were repositioned, more slack was added, and they remain in use. No patient complications have been reported as a result of this event.